Event description:
It was reported that the ventilator shut down with no audible alarm. The patient's mother stated that she turned the ventilator back on, put the patient back on it, and the ventilator worked fine. No patient harm reported.